Event description:
Customer reports receiving results of 33 mg/dl, 191 mg/dl, and 121 mg/dl within 10 minutes on the same device. Customer reports drinking juice after receiving result of 33mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested of suspect device and replacement was sent.